Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted implant, the cardiac resynchronization therapy defibrillator (crt-d) displayed high shock I mpedance when connected to the right ventricular (rv) lead. The rv lead was disconnected, cleaned and reconnected, however the same issue occurred. A new rv lead was then connected to the crt-d with the same high shock impedances noted. Therefore the physician elected to implant a new crt-d and once connected to the rv lead, measurements within normal range were observed. The new crt-d and new rv lead remain in use. No patient complications have been reported as a result of this event.